Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged anvil former the analysis results confirmed that the device was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple.

Event description:
It was reported that during an unknown procedure, the staples were not holding to the tissue. Another device was used to complete the case. There was no patient harm. No further detail is known.